Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus surgical procedure with fixation from plantar to dorsal k-wire and utilized paragon 28 monster screw system. After drilling the k-wire through the precision guide, it was reported that the drill bit struck the k-wire. The head of the drill bit splitted and broke into pieces. It was reported that few threads was seen in the patient's bone and could not be removed. Patient was said to be around 45 - 50 age range, medium activity level, non-smoker, and non-diabetic. A revision surgery was not scheduled.